Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing for sars-cov-2 on the bd veritor¿ sars-cov-2 and flu a+b, a false positive result was obtained. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Eua#:(B)(4). The following information was provided by the initial reporter: " customer reports false positives with 256088... At this location, there was a report of two fps, both on the same day... The results were positive with flu b and found to be negative with a competitor's rapid ID kit for flu b".

Manufacturer narrative:
H.6. Investigation: this statement summarizes the investigation results regarding the complaint that alleges flu b results were positive when using kit (rapid detection of sars-cov-2 & flu a+b (material # 256088), batch number 1189936 and negative with a competitor's rapid ID kit. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It was reported that while testing for sars-cov-2 on the bd veritor¿ sars-cov-2 and flu a+b, a false positive result was obtained. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " customer reports false positives with 256088... At this location, there was a report of two fps, both on the same day... The results were positive with flu b and found to be negative with a competitor's rapid ID kit for flu b".